Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The available real time logs do not show any optical sensor alarms, and the placement signal is within the normal range. The logs also do not show any purge related alarms. Based on the clinical information and the returned data logs, there was no optical signal issue found during the case. Additionally, there was no priming issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, there was an optical sensor alarm, and they were unable to prime purge. The plug was disconnected from the console, and they were able to prime pump and successfully complete case with no other issues.